Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. Therefore, bd corporate (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd sentry¿ safety lancet experienced product damage while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: before use, the button had been pushed also the needle had been broken.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a bent needle with the incident lot was observed, but the samples were did not determine that they had been activated. However, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to preactivated and bent needles were not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd sentry¿ safety lancet experienced product damage while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: before use, the button had been pushed also the needle had been broken.